Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced edema and swelling at the implant site. The recipient underwent a surgical procedure to treat the swelling (date unknown). Device revision surgery will be scheduled.

Manufacturer narrative:
(B)(4). The recipient's device was explanted. The recipient reportedly has a titanium allergy, therefore, reimplant surgery will not be scheduled. The recipient's surgical site is healed. Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the hospital will not be returning the device for evaluation. A review of the device history record noted no rework. This is the final report.